Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to excessive force, off-axis loading, prying, levering, or twisting being applied while passing sutures or manipulating the stick within tissue or bone. The component can experience stress beyond its designed load capacity, resulting in breakage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4) that an ar-1938bc suture anchor passing stick broke. This occurred during use in a case with no patient effect. 3 minute delay in procedure.